Event description:
Boston scientific received information that this patient presented due to syncope and a fall. Upon investigation, it was noted a fault code had occurred due to a charge time greater than 45 seconds. Additionally, a message noting the device had voltage too low for remaining capacity was found as the device as the device was now in storage mode. A replacement was scheduled for the near future.

Manufacturer narrative:
With current information the device remains in service. Once the device is replaced, it will be returned for analysis. No further information is available. This report will be updated if more information becomes available.

Event description:
One week later it was noted that a device replacement procedure was not performed due to the patient having many medical issues that she could not overcome and therefore the device was never changed out. It was reported the patient died; however, there was no indication that the device was involved in the patient's death.